Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that multiple occlusion alarms occurred. Customer's blood glucose level was 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.